Manufacturer narrative:
Device evaluation anticipated, but not yet begun; no conclusion can be drawn at this time. Manufacturer voluntarily removed product due to design modifications.

Event description:
Ileostomy closure. Plc60 dlu was loaded with plcr60b reload and was fired. Pc indicated "firing complete," but produced under-formed staples. Over-sewing was required to complete the case.